Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she removed the sensor and the electrode part did not come out. Customer was advised to speak to the doctor. Customer declined assistance; she stated she will report to the doctor as she had an appointment to discuss her blood glucose levels. Nothing further reported.